Event description:
It was reported that an increase in thresholds and decrease in r-waves were observed on the right ventricular (rv) lead. The threshold increase was attributed to patient's necrosis condition. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).